Event description:
Info was rec'd by maude event report. It was reported that during the replacement of a right subclavian triple lumen catheter over guidewire (on meeting resistance with insertion) the decision was made to retract the guidewire. Upon removal, it was noted that the guidewire had split into 2 pieces. Both pieces were removed and caused no pt harm. The central line catheter was successfully changed the following day. In 2008, add'l info from risk mgr stated the guidewire actually unraveled and it was removed in tact. No surgical removal was required.

Manufacturer narrative:
Sample will not be returned for evaluation.